Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 2 years old and has been in 3 times for repairs. The last repair was on 01/10/2011, for a non related issue. The inspection found that the device initially started then stopped. It would not re-start. The cause of the reported complaint was a failing handpiece electric motor. A review of the internal parts showed corrosion to the inner and outer handpiece motor housing. This indicates moisture intrusion to the inner motor, which would eventually cause the motor to fail. Further testing to the throttle lever switch showed the switch was functional, and not intermittent, and did not contribute to the cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer electric dermatome unit would not start. Additional clinical follow up with the hospital indicated that the dermatome stopped during the surgical procedure, with the blade and width plate attached. An alternate unit on-site required cleaning and sterilization prior to use for completion of the planned procedure. The hospital staff reported the re-sterilization process resulted in an increase of surgical time for the pt under general anesthesia of three quarters to one hour. There was no additional donor graft harvest or additional surgical intervention reported.